Event description:
During the procedure the stent deployed in the internal carotid artery and not at the desired area. Procedure was aborted. The patient had no problems post operation. The physician wants to bring the patient to retry the case later.